Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a failure of an integrated circuit chip, designator u29 from the digital pcb assembly. The customer was provided with a replacement device.

Event description:
It was reported that the device displayed all three (attention, charge-pak and wrench) icons and failed to power on. There was no patient use associated with the reported failure.